Event description:
It was reported that the remote monitor displayed an error code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. The error was cleared by pressing and holding the gray button until the blue light stopped flashing. It was also reported that the power cord had visible wires hanging out. The monitor is expected to be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.